Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code)

Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6). Updated fields: b4,d9,e1(event site address,city)g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields:d1,d4(version or model),e1(event site telephone). A getinge field service engineer (fse) replaced safety disk to resolve the reported issue. All machine functions and factory-set safety performance indicators have been met, and the machine has been delivered for clinical use.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during routine machine inspection, cs-100 intra-aortic balloon pump (iabp) had abnormal safety disk test data, indicating a problem with the safety disk, which needs to be replaced. There was no patient involved.